Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips were easily broken during ligation of vessels. No clips fell in the patient's body and there was no health injury reported.

Manufacturer narrative:
Qn#20020696. Corrected lot#: 06h1152360. The dhrs for the lot numbers provided were reviewed and found completely without any irregularities. Lot no. 06e1146734, complaint no. (B)(4) - this instrument was manufactured at the tecomet, inc. (B)(4) facility as part of a (B)(4) piece lot in december of 2011 lot no. 06h1152360, complaint no. (B)(4) - this instrument was manufactured at the tecomet, inc. (B)(4) facility as part of a (B)(4) piece lot in january of 2012 lot no. 06d1401377, complaint no. (B)(4) - these instruments were manufactured at the tecomet, inc. (B)(4) facility as part of a (B)(4) piece lot in may of 2015. No instruments were returned for evaluation, therefore we are unable to validate this complaint or determine root cause. All instruments are thoroughly inspected and 100% function tested at time of manufacture. No corrective action required at this time.

Event description:
The clips were easily broken during ligation of vessels. No clips fell in the patient's body and there was no health injury reported.